Event description:
It was reported that the patient has vocal cord paralysis. The physician reported that he does not know any additional information about the vocal cord paralysis at this time.

Manufacturer narrative:
If corrected data: inadvertently reported event on the generator instead of the lead product on initial report.

Event description:
Clinic notes were received on (B)(6) 2015 which reported that even though the device has been explanted (due to high impedance; high impedance reported on MFR. Report # # 1644487-2014-03476). The patient still has vocal cord paralysis because of the effect on the left vagus nerve. The patient has received injections which temporarily help with his voice, however it wears off.